Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting. Reportedly, the customer reverted to an alternate method of insulin therapy.